Event description:
Additional information was received from the healthcare provider via the manufacturer representative. They reported that the physician's office had not heard from the patient since they called the office on (B)(6). The patient was instructed to call the office back if the sensation did not resolve over the weekend following the complaint.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked what diagnostics or or other troubleshooting were performed, they responded that the healthcare professional palpated the pocket/battery and discovered that was not the cause of the pain. They were also able to determine it was not positional. There was no redness or warmth at the pocket area to indicate infection. The physician advised the patient to turn her device off, but this did not resolve the pain. The cause of the shocking after the MRI was not determined. It was noted that the patient had a follow-up appointment scheduled for 07/15, but cancelled, and could not be reached by phone. The rep also clarified that device removal/replacement was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient who had an MRI scan this morning started to experience shocking sensations in the pocket. The patient indicated this has occurred about 7 or 8 times and is random. It was unknown if the sensation was positional. No shocking sensations occurred prior to MRI. The MRI information was unknown (i.e. If 1.5t or 3t was used, where on body, etc). Technical services recommended that the patient have the MRI facility call to provide scanning parameters. The patient was advised to turn stim off to see if sensations go away. Technical services and the rep also discussed patient sensation may be possible fluid short and recommended palpating. Technical services suggested other programs may also be tried. The caller indicated they will be at the physician office tomorrow and will see if patient can be seen so they can assess further possible causes.